Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon examination of lead, it was noted that the right ventricular (rv) lead had high capture threshold, out of range pacing lead impedance and multiple noise episodes. Programming changes were done to the rv lead. The lead will be monitored going forward. The patient was in stable condition.